Manufacturer narrative:
The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
Customer reported with an issue of "did not display" (image issue). There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. Additionally, corrosion was found on the contacts of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the image failure could not be identified as it could not be confirmed. For the corrosion that was identified, it is unknown how it occurred. Instructions for use (IFU) addresses the failure reported by the customer: chapter 4 usage (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "did not display" (image issue). There was no patient impact, no harm reported due to the event.